Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "warning: do not inflate balloon beyond stated maximum inflation capacity of 0.6 cc to minimize the risk of cystic duct damage or rupture. Warning: do not use excessive pressure to inflate the balloon." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the balloon had popped with 2 sets while in surgery". The customer reported "yes" to "injuries or adverse event". At the time of this report, the customer has not returned our multiple requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #3010532612-2023-00357.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the balloon had popped with 2 sets while in surgery". The customer reported "yes" to "injuries or adverse event". At the time of this report, the customer has not returned our multiple requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #3010532612-2023-00357.